Event description:
It was reported via repair work order that the ibed was not alarming due to foot right side rail switch was not working properly. It was also reported that the foot end cover was bent with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: gave customer estimate for repairs.